Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Visual inspection was not able to detect any visual defect. Functional testing of the device was able to confirm and replicate the reported event. Leak testing found a cut in the cuff of the device. Root cause was unable to be determined due to the nature of the reported event. A DHR review was unable to be performed since no lot number was provided.

Event description:
It was reported that the tracheostomy tube had a leaking cuff. A hole was noticed in the cuff. Leaking of fluid from cuff necessitated aspiration to remove irritation by the cuff fluid. There was no patient injury reported.

Event description:
A customer response was attached to the complaint: the patient has a tetraplegia so there was no coughing reaction when water from the cuff ran into the lungs. As a result, the so2 fell sharply. The measures from the nurse was a deep, long suction process over minutes.

Manufacturer narrative:
The adverse event required intervention which constitutes a serious injury.